Manufacturer narrative:
Initial reporter) department: biomedical engineering. (B)(4). The event is currently under investigation.

Event description:
It was reported a retrieval procedure of an ivc filter was attempted. Advancement of a 5 french omni flush catheter to the caudal inferior vena cavogram (ivc) demonstrated rapid flow of contrast through the inferior vena cava with no evidence of thrombus within the ivc filter. After multiple attempts to capture the ivc filter using a cook ivc filter retrieval set, forceps were advanced through the 14 french sheath to successfully grab the ivc filter tip off of the posterior ivc wall. While retracting the ivc filter to the 14 french sheath, the ivc filter legs caused a longitudinal split tear, further retraction of the ivc filter was felt to be unsafe and the ivc filter was positioned in the superior vena cava. An ultrasound evaluation of the right brachial vein was done to assess patency which was found to be suitable. Utilizing ultrasound guidance and micropuncture needle access into the right brachial vein placement of coaxial 12 french and 8 french sheaths was accomplished. Through the 8 french right brachial vein sheath, a 10mm loop snare was advanced and used to successfully snare the ivc filter, thus successfully removing the ivc filter from the patient. The patient was admitted for overnight monitoring of the right neck, right groin, and right arm access sites. Patient outcome at the time of this report was unknown as information not provided by reporter additional information has been requested but not yet provided by the reporter.

Manufacturer narrative:
Additional information received indicated that it was unknown if the ivc filter was a cook device. The filter was not tilted at an angle, nor were there any other conditions that would not allow removal. There was no known defect in the retrieval set. It is unknown if the device reported is a cook medical device. The complaint device was not returned therefore, no physical examinations could be performed. The lot number of the device was not provided; therefore, a review of the device history record could not be conducted. Based on the information provided and results of the investigation a definitive root cause to the reported event could not be determined. We will continue to monitor for similar complaints.

Event description:
It was reported that during an inferior vena cava filter (ivc) removal procedure a 5 french (fr) competitor catheter was advanced into the caudal ivc as demonstrated by rapid flow of contrast through the inferior vena cava. There was no evidence of thrombus within the ivc filter. After multiple attempts to capture the ivc filter using an unknown ivc filter retrieval set, forceps were advanced through the 14 fr sheath to successfully grab the ivc filter tip off of the posterior ivc wall. While retracting the ivc filter to the 14 french sheath, the ivc filter legs caused a longitudinal split tear. Further retraction of the ivc filter was felt to be unsafe and the ivc filter was positioned in the superior vena cava. Ultrasound evaluation of the right brachial vein was done to assess patency. This site was found to be suitable. Utilizing ultrasound guidance and micropuncture needle access into the right brachial vein placement of coaxial 12 french and 8 french sheaths was accomplished. Through the 8 french right brachial vein sheath, a 10mm loop snare was advanced and used to successfully snare the ivc filter, thus successfully removing the ivc filter from the patient. The patient was admitted for overnight monitoring of the right neck, right groin, and right arm access sites. It is unknown if the ivc filter was a cook device. The filter was not tilted at an angle, nor were there any other conditions that would not allow removal. There was no known defect in the retrieval set.